Event description:
New information received notes that the patient was stable and asymptomatic.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed post- paced t wave over-sensing. Further information was requested but not received.